Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. Customer changed their infusion set last night. Customer's blood glucose level was over 600 mg/dl. Customer corrected with a bolus. Customer's blood glucose went down to 499 mg/dl and then 296 mg/dl. Customer has insulin and syringes. Customer had a low reservoir alert in the alarm history. Insulin pump passed the priming and high pressure tests. Customer stated that there was a slight bend in the cannula. Customer was advised to change the entire set, reservoir, and treat per health care provider's instruction. Customer completed troubleshooting and pump passed. No further assistance needed at this time.